Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant products: unk item #; unknown trilogy shell, lot # unk; 00771100700, m/l taper stem, lot # unk; 00630506240, liner, 60473443. Complaint sample was evaluated and the reported event was confirmed. As returned, blood and bio debris is seen on the outer sphere and inside the conical taper with a heavier presence of bio debris in the taper. A photograph of the stem was also provided and black debris could be confirmed on the stem taper as well. Review of x-rays revealed both hips appeared normally aligned. No abnormal bone lucencies were seen surrounding the hardware. Appropriate fit of both implants. No bone fracture or abnormal soft tissue swelling. No soft tissue gas. No radiographically apparent (metallic) debris detected. Device history record (DHR) review showed no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. A summary of the investigation has been sent to the complainant.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown, unknown stem, unknown; 00630506240, liner standard 3.5 mm offset 40 mm, 60473443. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a revision procedure ten years post-implantation due to elevated cobalt levels and metallosis. The head was removed and showed slight signs of corrosion. Some corrosion was visible on the trunnion of the stem. The liner was removed and damaged upon removal. A new liner and head were implanted. Attempts to obtain additional information have been made; however, no more is available.